Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was exchanged for a shorter lens with the same diopter on (B)(6) 2016 due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens been returned but not yet evaluated.

Manufacturer narrative:
Device evaluation - the lens was returned dry in a small vial. Visual inspection found no visible damage to lens and foreign material on lens surface (clear residue on lens). Claim #: (B)(4).